Event description:
It was reported that a crack was found on the 3way bifurcation area of the funnel of the foley catheter when the package was opened. The foley catheter was not used on the patient.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned opened without original packaging. A photo sample was also returned. Photo sample showed a hole in one of the catheter funnels. An evaluation of the physical sample was completed. A hole was noted in the thermistor funnel. The hole was confirmed to be due to a weak spot caused by webbing. Device does not meet specification, as it does not meet the webbing - maximum acceptable section of ip 25.1 revision 45 (page 17) which states " if the webbing has a pinhole it is not acceptable". A potential root cause for this failure could be "program error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack was found on the 3way bifurcation area of the funnel of the foley catheter when the package was opened. The foley catheter was not used on the patient.